Manufacturer narrative:
From our follow up with the hospital, we found out that the tube of the device was accidently cut off during the procedure. As a result, the operation has to be completed by performing a traditional stab phlebotomy. There was no injury to the patient as the result of the incident. The device was brand new prior to this procedure. The device was tested before the procedure and was found to be working as expected.

Event description:
Device stopped working during the procedure.